Event description:
The technician alleged that the brake casters would swivel when pushed from side while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster and brake detent mechanism to resolve the issue.